Event description:
It was reported that an alert for atrial lead noise had been received by the patients monitoring clinic. The lead remained implanted; no patient symptoms were reported.

Manufacturer narrative:
(B)(6).